Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 01/14/2011 to the present date 01/04/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device pressure sensors dont work, even after replacing them. There was no patient involvement.

Event description:
The customer reported that the device pressure sensors dont work, even after replacing them. There was no patient involvement.

Manufacturer narrative:
G4 updated to reflect investigation, results still pending.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device pressure sensors don't work, even after replacing them. There was no patient involvement.